Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported results that were generated with a comma while running on the architect i1000sr analyzer. The customer checked the configuration, and the control center of the thousands separator system was configured with a comma instead of leaving it blank. The customer discovered this issue has been happening since (B)(6) 2023. The customer checked all results since that day and found the following example of a discrepancy due to the configuration issue: sid (B)(6) generated an nt-probnp result of 10,883,1 and it was displayed as 10 pg/ml. The field service engineer (fse) arrived onsite to review the configuration. The fse discovered an instrument error message was displayed at the time of the software version update was performed on 19feb2023. The set up was configured as ¿,¿ instead of leaving the field blank with nothing. There was no impact to patient management reported.

Manufacturer narrative:
The complaint states after the system software was upgraded to v9.45 on architect module (B)(6), the thousands separator number format in the configure system control center screen changed from the prior setting of none to comma. After the software upgrade on 2/19/23, the system generated results using a comma as a decimal separator (instead of a period). However, the results containing the unexpected commas were not transmitted to the laboratory information system (lis) and there was no impact to patient management reported. The complaint states the message history was reviewed and error message 2203 ¿procedure (6009), doesn't match the version when restoring the database. Installed version (17)¿ occurred on (B)(6) 2023 at the time of the software upgrade. The issue was resolved by returning the windows regionalization configuration settings back to english and configuring the thousands separator number format in the configure system control center screen back to none. A resolution for this issue was implemented in the architect software release v9.50. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record did not identify any non-conformances or deviations associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or product deficiency for the architect i1000sr serial number (B)(6).

Event description:
The customer reported results that were generated with a comma while running on the architect i1000sr analyzer. The customer checked the configuration, and the control center of the thousands separator system was configured with a comma instead of leaving it blank. The customer discovered this issue has been happening since (B)(6) 2023. The customer checked all results since that day and found the following example of a discrepancy due to the configuration issue: sid (B)(6) generated an nt-probnp result of 10,883,1 and it was displayed as 10 pg/ml. The field service engineer (fse) arrived onsite to review the configuration. The fse discovered an instrument error message was displayed at the time of the software version update was performed on (B)(6) 2023. The set up was configured as ¿,¿ instead of leaving the field blank with nothing. There was no impact to patient management reported.